Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurately when compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 9:22pm, the patient reported obtaining readings of '268 and 77mg/dl' on the lfs meter, in greater than 20 minutes from one another. The patient reported using insulin pump therapy (type unknown) to manage her diabetes. The patient reported she took her usual dose of medication, 3 units of insulin at 9:22pm. The patient reported at 10:08pm, she developed symptoms of 'dizzy, disoriented, and cold sweats.' The patient reported on (B)(6) 2012 she self administered glucose tablets. At the time of troubleshooting, the cca noted the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient's test strips were in good condition. The cca noted the patient was using an approved sample site for testing. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter alleged obtaining an inaccurately high reading, administered insulin based on that reading, developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testng with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were also evaluated with no faults found. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.